Manufacturer narrative:
Sunrise medical received notification on (B)(6) 2020 from its dealer, numotion that they had been named in a lawsuit whereby the plaintiff (end user) is stating that an injury resulted from a tear in the wheelchair seating. The tear in the wheelchair seating allegedly allowed end user to sit directly on the wheelchair frame (metal parts) and the end user developed a pressure sore. Per the legal filing, the pressure sore grew from initial stages, developed an infection, and resulted in amputation of right leg with disarticulation of right hip (full right lower limb removal). From the investigation performed by sunrise medical (based on records and associated documentation), it was found that the user had been sitting directly on the seat sling which is not designed for user seating, especially when users are prone or susceptible to pressure sores. The quickie gp user manual states the following (mk-100309, rev b, page 12): "c. Cushions & sling seats warning: quickie sling seats and standard foam cushions are not designed for the relief of pressure. If you suffer from pressure sores or if you are at risk that they will occur, you may need a special seating system or a device to control your posture. Consult your doctor, nurse or therapist to find out if you need such a device for your well-being. Seat slings are not intended to be used as a direct seating surface. A cushion or other seating surface should be placed on the sling before use." The product, as ordered from sunrise medical, did not include a special seating system. It is unknown as to whether the dealer provided an after-market special seating system for the end user. Therefore, while there has been a serious injury in this case, there is no product malfunction. The product performed as intended. Sunrise medical provides user manuals with all wheelchairs sold to their customers.

Event description:
On 10-jul-20, sunrise medical received a legal notice regarding the end user of this wheelchair who alleges that on or about (B)(6) 2018 the seat sling of the wheelchair ripped, partially exposing the metal bar on the right side. The end user developed a sore on his right side, which became infected and resulted in severe, permanent and disfiguring injuries including, but not limit to, the amputation of his right leg and disarticulation of his right hip. Due to inability to follow-up with end user (due to legal restrictions), only the following can be deduced. Sometime around on (B)(6) 2018, the end user's seat sling ripped. He sought repair through his dealer which was not forthcoming. Due to the lack of repair, the end user developed a pressure sore (decubitus ulcer) on his right hip that eventually became infected and ultimately resulted in amputation of his right leg from the hip joint. The end user has a preexisting condition of paraplegia that resulted from an on-the-job injury in 1989. Therefore, the end user requires the use of assistive devices for activities of daily living. The end user is alleging that his wheelchair (seat sling tear) was the direct cause of his injury. The wheelchair was manufactured new and released and shipped on 27-feb-2018. The wheelchair was 2 years and 5 months of age at the time of the incident.